Event description:
It was reported that during a shoulder scope, the tip of the needle broke when being used to grab tissue in an inferior position on the labrum. The tip was not retrieved; no x-rays were taken. Patient was a (B)(6) male. Follow-up submission: the scorpion jaws were securely clamped on the tissue. Three successful passes were made with the surefire scorpion needle and then a failed attempt occurred. The needle was checked and was found to have a broken tip. Once the tip was discovered to be missing the surgeon completed the procedure with a lasso. The needle was kept by the facility and is not expected to be returned.

Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. The failure mode could not be determined, but the broken needle point condition can be caused by consistently passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or disorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested/is expected for evaluation but has not yet been received therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder scope, the tip of the needle broke when being used to grab tissue in an inferior position on the labrum. The tip was not retrieved; no x-rays were taken. Patient was a (B)(6) male. Follow-up submission: the scorpion jaws were securely clamped on the tissue. Three successful passes were made with the surefire scorpion needle and then a failed attempt occurred. The needle was checked and was found to have a broken tip. Once the tip was discovered to be missing the surgeon completed the procedure with a lasso. The needle was kept by the facility and is not expected to be returned.